Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited possible diagnostic issue due to contradicting capture test recommendation. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
The reported event of incorrect measurement was confirmed. Analysis of the data information provided, the issue was a result of the merlin programmer. There was no malfunction identified with the implanted device.